Manufacturer narrative:
The insulin pump was received with a cracked end cap. The motor error alarm could not be verified and the basic occlusion test, occlusion test, prime test and excessive no delivery test could not be performed due to the cracked end cap. However, the motor passed the motor test. The device was also received with scratched lcd window and cracked case display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer stated that he had tried 4 sets. Blood glucose value was 143 mg/dl. Troubleshooting was performed and the customer stated he was unable to rewind the insulin pump. The insulin pump was returned for analysis.